Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("plans to remove essure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("complication associated with device "). The patient was treated with surgery (hysterectomy will be performed to remove essure). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, menstrual disorder and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-dec-2018: legal claimed received. Event medical device removal and complication associated with essure device replaced with menstrual issues, persistent pelvic pain, infections, ectopic pregnancy. Lab data were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion were done on same day" on (B)(6) 2013 and device ineffective "device ineffective". The patient's medical history included dysuria, venereal disease nos, rash trunk, breast cyst, breast cancer, human papilloma virus test, cervical dysplasia, anal low grade squamous intraepithelial lesion, vaginal itching, post coital bleeding, vaginal discharge, genital herpes and endometriosis. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included lymph node biopsy since may 2013, breast cancer since (B)(6) 2013, hyperlipidemia since 2011, cramp in lower abdomen, discomfort, adhesion, tracheal squamous cell metaplasia, nabothian cyst and adenomyosis uteri. Concomitant products included alprazolam (xanax) since 2011 to (B)(6) 2013 and sertraline hydrochloride (zoloft) from (B)(6) 2012 to (B)(6) 2013 for anxiety as well as carisoprodol (soma) from (B)(6) 2013 to (B)(6) 2013, dextropropoxyphene napsilate;paracetamol (darvocet-n) from (B)(6) 2012 to (B)(6) 2013, eletriptan hydrobromide (relpax) since 2011, fenofibrate (antara) since 2010, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, rosuvastatin calcium (crestor) since 2011 and sertraline from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (ablation on (B)(6) 2013 and underwent a hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the ectopic pregnancy with contraceptive device, menstrual disorder, infection, anxiety, dyspareunia and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils in right tube and 1 coil in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2013: no acute cardiopulmonary process. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, vaginal bleeding, menorrhagia, pelvic pain, anxiety and dyspareunia. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), menorrhagia, anxiety, depression, dyspareunia (painful sexual intercourse) and endometrial ablation and essure insertion were done on same day. Event onset date, event outcome were added. Lot number was added. Reporter information were updated, concomitant drugs were added, medical history and lab data were added. On 21-aug-2019: non-significant amendment done. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("plans to remove essure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("complication associated with device"). The patient was treated with surgery (hysterectomy will be performed to remove essure). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion were done on same day" on (B)(6)2013 and device ineffective "device ineffective". The patient's medical history included dysuria, venereal disease nos, rash trunk, breast cyst, breast cancer, human papilloma virus test, cervical dysplasia, anal low grade squamous intraepithelial lesion, vaginal itching, post coital bleeding, vaginal discharge, genital herpes and endometriosis. Previously administered products included for an unreported indication: nuvaring from (B)(6)2012 to (B)(6)2013. Concurrent conditions included lymph node biopsy since (B)(6)2013, breast cancer since (B)(6)2013, hyperlipidemia since 2011, cramp in lower abdomen, discomfort, adhesion, tracheal squamous cell metaplasia, nabothian cyst and adenomyosis uteri. Concomitant products included alprazolam (xanax) since 2011 to (B)(6)2013 and sertraline hydrochloride (zoloft) from (B)(6)2012 to (B)(6)2013 for anxiety as well as carisoprodol (soma) from (B)(6)2013 to (B)(6)2013, dextropropoxyphene napsilate;paracetamol (darvocet-n) from (B)(6)2012 to (B)(6)2013, eletriptan hydrobromide (relpax) since 2011, fenofibrate (antara) since 2010, fluconazole (diflucan) from (B)(6)2012 to (B)(6)2013, nsaids since (B)(6)2013, paracetamol (acetaminophen) since (B)(6)2013, rosuvastatin calcium (crestor) since 2011 and sertraline from (B)(6)2013 to (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (ablation on (B)(6)2013 and underwent a hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the ectopic pregnancy with contraceptive device, menstrual disorder, infection, anxiety, dyspareunia and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils in right tube and 1 coil in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6)2013: no acute cardiopulmonary process. Hysterosalpingogram - on (B)(6)2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, vaginal bleeding, menorrhagia, pelvic pain, anxiety and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/chronic'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('general abnormal bleeding'), neoplasm malignant ('cancer'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/(heavy menstrual bleeding)') in a 42-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion were done on same day" on (B)(6) 2013 and device ineffective "device ineffective". The patient's medical history included dysuria, venereal disease nos, rash trunk, breast cyst, breast cancer, human papilloma virus test, cervical dysplasia, anal low grade squamous intraepithelial lesion, vaginal itching, post coital bleeding, vaginal discharge, genital herpes and endometriosis. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included lymph node biopsy since (B)(6) 2013, breast cancer since (B)(6) 2013, hyperlipidemia since 2011, cramp in lower abdomen, discomfort, adhesion, tracheal squamous cell metaplasia, nabothian cyst and adenomyosis uteri. Concomitant products included alprazolam (xanax) since 2011 to (B)(6) 2013 and sertraline hydrochloride (zoloft) from (B)(6) 2013 for anxiety as well as carisoprodol (soma) from (B)(6) 2013, dextropropoxyphene napsilate;paracetamol (darvocet-n) from (B)(6) 2012 to (B)(6) 2013, eletriptan hydrobromide (relpax) since 2011, fenofibrate (antara) since 2010, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, rosuvastatin calcium (crestor) since 2011 and sertraline from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced anxiety ("anxiety/mental anguish/psych injury") and depression ("depression/psych injury"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("menstrual issues"), infection ("infections"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental problem"), decreased appetite ("loss of appetite") and abdominal distension ("abdominal bloating") and was found to have neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2013, underwent a hysterectomy with bilateral salpingectomy and underwent a hysterectomy with bilateral salpingectomy/hyst. (Partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neoplasm malignant, menorrhagia, abdominal pain, dyspareunia, dermatitis allergic, alopecia, weight increased, migraine, headache, fatigue, tooth disorder, decreased appetite and abdominal distension had resolved, the ectopic pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, infection, anxiety, depression, back pain and vaginal discharge outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, decreased appetite, depression, dermatitis allergic, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, neoplasm malignant, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 coils in right tube and 1 coil in left tube. Patient received treatment for back pain, general abnormal bleeding, vaginal discharge, hair loss, cancer, weight gain, migraine, headaches, fatigue, dental problem, loss of appetite, abdominal bloating. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2013: no acute cardiopulmonary process. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, vaginal bleeding, menorrhagia, pelvic pain, anxiety and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received- new events back pain, general abnormal bleeding, allergy: rash/skin condition, vaginal discharge, hair loss, cancer, weight gain, migraine, headaches, fatigue, dental problem, loss of appetite and abdominal bloating were added. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/chronic'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), vaginal haemorrhage ('abnormal bleeding (vaginal') and menorrhagia ('abnormal bleeding (menorrhagia)/(heavy menstrual bleeding') in a 42-year-old female patient who had essure (batch no: a50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion were done on same day" on (B)(6) 2013 and device ineffective "device ineffective". The patient's medical history included dysuria, venereal disease nos, rash trunk, breast cyst, breast cancer, human papilloma virus test, cervical dysplasia, anal low grade squamous intraepithelial lesion, vaginal itching, post coital bleeding, vaginal discharge, genital herpes and endometriosis. Previously administered products included for an unreported indication: nuvaring from on (B)(6) 2012 to on (B)(6) 2013. Concurrent conditions included lymph node biopsy since on (B)(6) 2013, breast cancer since on (B)(6) 2013, hyperlipidemia since 2011, cramp in lower abdomen, discomfort, adhesion, tracheal squamous cell metaplasia, nabothian cyst and adenomyosis uteri. Concomitant products included alprazolam (xanax) since 2011 to on (B)(6) 2013 and sertraline hydrochloride (zoloft) from on (B)(6) 2012 to on (B)(6) 2013 for anxiety as well as carisoprodol (soma) from on (B)(6) 2013, dextropropoxyphene napsilate;paracetamol (darvocet-n) from on (B)(6) 2012 to on (B)(6) 2013, eletriptan hydrobromide (relpax) since 2011, fenofibrate (antara) since 2010, fluconazole (diflucan) from on (B)(6) 2012 to on (B)(6) 2013, nsaids since on (B)(6) 2013, paracetamol (acetaminophen) since on (B)(6) 2013, rosuvastatin calcium (crestor) since 2011 and sertraline from on(B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2013, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("abdominal pain"), menstrual disorder ("menstrual issues"), infection ("infections") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation on (B)(6) 2013 and underwent a hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dyspareunia had resolved, the ectopic pregnancy with contraceptive device, menstrual disorder, infection, anxiety, depression and psychological trauma outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, infection, menorrhagia, menstrual disorder, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils in right tube and 1 coil in left tube. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray: on (B)(6) 2013: no acute cardiopulmonary process. Hysterosalpingogram: on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, vaginal bleeding, menorrhagia, pelvic pain, anxiety and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event : abdominal pain, psych injury added. Outcome of the event pain, bleeding updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/chronic'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)/(heavy menstrual bleeding)') in a 42-year-old female patient who had essure (batch no. A50510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion were done on same day" on (B)(6) 2013 and device ineffective "device ineffective". The patient's medical history included dysuria, venereal disease nos, rash trunk, breast cyst, breast cancer, human papilloma virus test, cervical dysplasia, anal low grade squamous intraepithelial lesion, vaginal itching, post coital bleeding, vaginal discharge, genital herpes and endometriosis. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included lymph node biopsy since (B)(6) 2013, breast cancer since (B)(6) 2013, hyperlipidemia since 2011, cramp in lower abdomen, discomfort, adhesion, tracheal squamous cell metaplasia, nabothian cyst and adenomyosis uteri. Concomitant products included alprazolam (xanax) since 2011 to (B)(6) 2013 and sertraline hydrochloride (zoloft) from (B)(6) 2012 to (B)(6) 2013 for anxiety as well as carisoprodol (soma) from (B)(6) 2013 to (B)(6) 2013, dextropropoxyphene napsilate;paracetamol (darvocet-n) from (B)(6) 2012 to (B)(6) 2013, eletriptan hydrobromide (relpax) since 2011, fenofibrate (antara) since 2010, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, rosuvastatin calcium (crestor) since 2011 and sertraline from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy: rash/skin condition/rashes or skin conditions type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced anxiety ("anxiety/mental anguish/psych injury") and depression ("depression/psych injury"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menstrual disorder ("menstrual issues"), infection ("infections"), back pain ("back pain"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental problem"), decreased appetite ("loss of appetite") and abdominal distension ("abdominal bloating") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). The patient was treated with surgery (ablation on (B)(6) 2013, underwent a hysterectomy with bilateral salpingectomy and underwent a hysterectomy with bilateral salpingectomy/hyst. (Partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, neoplasm malignant, abdominal pain, dyspareunia, dermatitis allergic, alopecia, weight increased, migraine, headache, fatigue, tooth disorder, decreased appetite and abdominal distension had resolved, the ectopic pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, infection, anxiety, depression, back pain, vaginal discharge and dysmenorrhoea outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, decreased appetite, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, neoplasm malignant, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 3 coils in right tube and 1 coil in left tube. Patient received treatment for back pain, general abnormal bleeding, vaginal discharge, hair loss, cancer, weight gain, migraine, headaches, fatigue, dental problem, loss of appetite, abdominal bloating. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2013: no acute cardiopulmonary process. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, vaginal bleeding, menorrhagia, pelvic pain, anxiety and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received : event added- dysmenorrhea (cramping). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.